Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient is reporting rm05 when he was charging saturday evening. Recharger even got hot as well. Patient reset controller by removing li battery and tried again and no issues. The caller was not with the patient. Ts reviewed rm05 and advised patient to call back to replace recharger if issue is chronic. Additional information was received from the rep. Caller reported the patient indicated when he is charging, he feels his stimulation is hot. Caller reported this started sometime in (B)(6) 2022. Caller reports during reprogramming, patient might have brought up the ins hot when charging to mdt rep. Caller reported when patient is charging, he wears his recharging belt and stands during the duration of charging as it gives him excellent coupling. Caller reports ins site looks fine, patient has lost a lot of weight since his implant. Caller reports ins is palpable, not deep. Caller reports patient did not see any warning messages indicates the ins is hot. Caller reports when he interrogated patient's ins, no error messages seen either. Caller reports impedance are all normal. Patient is getting good therapy. Caller reports patient is scheduled to come back in 1 month. Suggest patient keep a diary.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.